Event description:
Balloon burst.

Manufacturer narrative:
The report we received from our affiliate indicated that, during a dilatation of a calcified femoral artery, the balloon burst at unknown inflation pressure. Reportedly, hand injection was used. Another balloon was used to complete the procedure. There was no adverse effect to the patient. This is one of two product used on the same patient. MFR report #9610978-2004-01121 & MFR report #9610978-2004-01122. The product has not been returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.